Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report 5201770000-2024-8285. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument was broken with wires sticking out. The procedure was completed with no reported injury. On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report 5201770000-2024-8285 stating: mega needle driver broke - wire sticking out. Isi followed up with the initial reporter and obtained the following additional information: the customer noted there was no harm or injury to the patient and no fragments fell into the patient's body. There was no delay to the procedure as it was completed with a backup instrument.